Event description:
The neurosurgeon wanted to set pressure of this sophy adjustable pressure valve sm8 before implantation. As this valve was blocked (it was impossible to adjust pressure), the neurosurgeon decided not to implant it on pt. He replaced this valve by an other valve. No pt injury is reported.

Event description:
The nerosurgeon wanted to set pressure of this sophy adjustable pressure valve sm8 before implantation. As this valve was blocked (it was impossible to regulate pressure), the neurosurgeon decided not to implant it on pt. He replaced this valve by an other valve. No pt injury is reported.